Manufacturer narrative:
This report is being submitted as follow up no. 1. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. Without a sample available for product evaluation, no definitive conclusion can be drawn as to the cause of the compaction marker not being visible. The cause of the user's difficulties may stem from the gearbox not being moved into the forward lock position thus misaligning the rack and tamping tube. However, without the sample, it is unclear if these conditions were met or if patient anatomy or user error contributed to the failure. A further investigation has been initiated for the reported issue. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on 8/24/17. It was reported that there was some blood loss, transfusion not needed. Besides the regular puncture, it was reported that there was some age-related changes to the vessel/vessel wall but nothing major. The bleeding was reported to be under direct control. There was no difficulty in removal. The problem was that the tamper that compacts the plug did not come out from its tube and it could not be exposed until afterwards and even then with difficulty. The plug was just planted but not compacted adequately. No components were left ing the patient besides the anchor and the plug. Manual compression for more than usually, exact time not available. An ultrasound check was completed.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find two other reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. This is the 2nd device that was used on the same patient related to 2243441-2017-00100.

Event description:
The user facility reported that the procedure was done twice on the same patient on two different days. In both groins by two different doctors. It was an old patient with an arterial vascular disease. As far as they know the patient did not have any particular problems with the groins. They have operated persons several years even if they have had difficult groins and this is the first time there are any problems. During the stage when he was going to pull the string which closes the collagen the moving rail would not come up as it should. Even if he tried to pull it hard and there did not seem to be any physical obstacles which could have prevented the pulling. The plug was on its place and seemed to be correct but quite a lot blood appeared on the top of the vein under the plug. This is due to that the anchor was not tight enough on the vein. It was not possible to pull out the rail at that point but a little bit later he managed to pull it out when he opened the protective tube a little bit. Both doctors have had experience from these procedures several years but this is the first time they have had any problems. There was no harm or significant clinical consequence to the patient.